Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during power on, the 980 ventilator failed the power on self-test (post) and generated an inoperable error message. The ventilator was not in use on a patient at the time of the reported event.

Manufacturer narrative:
A graphic user interface printed circuit board (pcb) and breath delivery pcb were returned to covidien/medtronic¿s failure analysis. A visual inspection found no notable conditions. No errors were recorded in the diagnostic logs. An investigation was performed and the failure analysis technician reported that the reported condition could not be duplicated. If information is provided in the future, a supplemental report will be issued.